Event description:
It was reported that an altitude alarm occurred.the customer's blood glucose was 136 mg/dl. The pump was replaced to address the issue. No additional patient or event information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.